Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would not flow. This occurred while using a non-baxter syringe to inject unknown medication during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.